Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Kmt engineering evaluated the returned monitor and observed that the root cause of the reported issue appears to be a contamination likely solder flux that produced a partial short between a component and ground (gnd). The issue does not appear to be occurring at a rate significant enough to take further action. This appears to be an isolated incident and will continue to trend for future occurrences.

Event description:
Patient called in to report a service required error code- r201a(unsupported hardware version). Customer care tried troubleshooting by rebooting the system and changing the battery but the r201a code still popped up upon reboot. There was no injury reported. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.